Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep states the patient had a 360 spinal fusion and then was never able to charge their ins since then. Rep reports that his colleague (another mdt employee) saw the patient on (B)(6) 2024 and was unable with two attempts to charge the device. He does not know when the surgery took place or when the other mdt employee was notified. Rep state the physician that did the spinal fusion is taking responsibility and stating that the ins was damaged during the surgery. The insurance company is requesting that the warranty be sent to them as the patient is planned to have a revision done. Patient called back and repeated information from previous call. Patient mentioned that they have met with their doctor and an mdt rep and are going to replace the stimulator. The patient mentioned the implant was "fried." Ins is 'not working' and 'battery is not charging' and they are trying to replace th e ins but insurance wants to know if it is still under warranty. Rep confirmed she met with the patient on (B)(6) but could not confirm any device issues because patient did not bring along his external equipment. Therefore, she could not attempt to charge the device. Rep said, the patient thinks the unrelated 360 spinal fusion surgery caused some issues and since then they could not charge the device, they may have tried 2 times to charge the device since the surgery. She added that patient's implant is placed "unorthodoxly" by the hcp on purpose. The implanting hcp places implant close to spine where the leads are implanted and that is how this patient is implanted too.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the battery was replaced on (B)(6) 2025 and the battery was discarded by the account.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reiterates the dates of this device replacement and reports the issue was resolved, that replacement was performed successfully, and therapy was restored by replacing the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.